Event description:
Alleged a patient fell from the bed due to the patient positioning monitor not setting. No reported injuries.

Manufacturer narrative:
Found the facility was trying to set the patient positioning monitor without the scale being zeroed.